Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on ( B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, partially broken retainer, pillowing keypad overlay, and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the retainer ring where a partially broken retainer ring was noted. Pump is tested ok.

Event description:
Information received by medtronic indicated that the retainer ring was missing and connection with reservoir compartment was broken. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.